Manufacturer narrative:
(B) (4). Eval results: eval of the returned product found that the alarm has intermittent power. Cannot perform any functional tests. (B) (4).

Event description:
The customer reported that the alarm works when the sensor is connected and pressure is released the first time. When weight is released the second time the alarm tone is faint and it makes various sounds. The customer reported that they have used different sensors and the results are the same. There was no pt incident or injury reported. Inspection of the product found that the alarm has intermittent power.